Event description:
It was reported, following an MRI, the device was found to be in back up mode. It was noted the device had not been programmed into MRI mode properly prior to the patient undergoing the MRI. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.